Event description:
It was reported that a patient presented remotely via (B)(6). The patient's implantable cardioverter defibrillator (ICD) had post-paced t-wave oversensing. Further information requested but not yet received.